Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were somewhat burnt and bloody. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and no non conformities were found. Based upon this observation, the reported complaint for "device remains activated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device overheated in the leg and was smoking a lot. When the device was removed, the harvester noticed that the plastic tip had "melted." A new kit was used to complete the procedure. There were no patient effects. The product was returned.